Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate shocks. It was also noted that lead integrity alert (lia) was triggered, there was a suspected right ventricular (rv) lead fracture, and high impedance. During the extraction of the rv lead, the helix would not retract. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, there was an outer tubing overlay cosmetic environmental stress crack (esc), outer tubing breach/breach (non electrical) and the outer insulation had a cosmetic depression. Performance data collected from the lead was analyzed and revealed the following: impedance - high resistance/impedance noted. Daily pace lead impedance log data shows an abrupt increase for v.pace= 792 to 16382 ohms peak between (B)(6) 2011. Sensing - oversensing; 45 - ventricular nst <=210 ms on (B)(6) 2011 in the timeframe between 00:07:21 and 02:36:48. 4 vf<=210 ms average v-cycle between (B)(6) 2011 23:31:45 and (B)(6) 2011 00:07:47. Sensing-interference/noise; ventricular short interval count v-sic=3067.30 counts avg/day, in 1.44 days, between (B)(6) 2011 03:38:48 and (B)(6) 2011 13:18:31.